Manufacturer narrative:
Information was inadvertently reported incorrect in the initial report. This report consists of correct information. Information in section was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the physician believes the cause of death is cardiogenic shock.

Event description:
It was reported during the sensor implant procedure, the patient's oxygen saturation levels were observed low. Oxygen was administered during the procedure. It was also reported the patient's condition was stable following the procedure, however, the patient passed away overnight.